Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, time: 4:00pm, inratio: 1.2. Date: (B)(6) 2011, time: 4:30pm, inratio: 1.3. Patient increased their coumadin dose from 5mg to 7mg based on inratio results. Patient takes 5mg warfarin on tuesday, wednesday and thursday evenings. No unusual bruising/bleeding. Patient self tester had been hospitalized for 10 weeks due to a fall on (B)(6) 2011 that led to a brain bleed. Patient's inr was 6.2 when he got to the hospital; vitamin k was administered.